Event description:
It was reported that this right ventricular (rv) lead showed the signs of lead fracture, impedance showed 600 ohms and currently was at 2500 ohms and threshold measurements were above 4 volts with noise episode stored in the histogram. An order was received to turn off the defibrillator therapies. As of this time, this rv lead remains in service. No adverse patient effects were reported. Additional information indicated that this lead was surgically abandoned, and a new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed the signs of lead fracture, impedance showed 600 ohms and currently was at 2500 ohms and threshold measurements were above 4 volts with noise episode stored in the histogram. An order was received to turn off the defibrillator therapies. As of this time, this rv lead remains in service. No adverse patient effects were reported.